Event description:
It was reported by service report that the bed had no functionality. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: pcb on siderail shorted out.